Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. No data review has been completed at this time. This device remains in service. No adverse patient effects were reported.